Manufacturer narrative:
Failure analysis for fiber 10-2400-522b-(B)(4): the fiber tip does not show signs of usage; the fiber is broken within the white tubing, approximately 2 feet from the control knob, between connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at fiber break and is not forward firing; there is no sign of melting at the location of the fracture. Fiber card analysis: the fiber card was not returned. Probable root cause: based on the device analysis, the product complaint of "forward firing" could not be confirmed; a fiber broken was observed; the probable root cause of the failure is: undetermined.

Event description:
It was reported that when beginning a prostate procedure, the fiber was observed to be forward firing. The procedure was completed using a second surgical fiber. There was no patient injury reported.